Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of all buttons blinking/flashing could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of excessive stress being applied to the output jacket/socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of an error message was not confirmed. However, the evaluation had the following findings: the output connector was broken and could not be reconnected due to excessive stress on the output socket, because the output socked was cracked, the suction connector cannot be connected securely, because the lamp was worn out, the image was blotting, the water container holder was deteriorated, and contamination was found in the device and the light intensity was insufficient. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e300 error and all of the buttons were flashing. There were no reports of patient harm.